Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris noted on the exterior of the device. It was originally reported that the device was a delta valve, small, performance level 2.0, catalog number 42814, lot number d30735. However, upon lab analysis the device was found to be a delta valve, small, performance level 1.5, catalog number 42813, lot number unknown. A review of the manufacturing was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be damaged and running at 0 resistance intraoperatively. Reportedly, there was no injury to the patient.